Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 had issues. First, there was way too much smoke that didn¿t clear. Not the norm. Second, a piece of plastic from the side guard fell off in the tunnel; they retrieved it. When they replaced the vasoview cautery, the second worked fine. The harvester thinks the device kept cooking itself in the tunnel and was broken from the start. Short delay to evacuate smoke, retrieve piece, and obtain a new product. No additional incision or procedure was required. No harm to the patient.

Manufacturer narrative:
Tw# (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 had issues. First, there was way too much smoke that didn¿t clear. Not the norm. Second, a piece of plastic from the side guard fell off in the tunnel; they retrieved it by pulling the piece out with the c-ring. When they replaced the vasoview cautery, the second worked fine. The harvester thinks the device kept cooking itself in the tunnel and was broken from the start. No extra tissues on the hemapro jaws, at least none that they saw or had to pull off. Short delay to evacuate smoke, retrieve piece, and obtain a new product. No additional incision or procedure was required. No harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 3000269236 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.